Event description:
During product evaluation by a baxter service technician, a flo-gard infusion pump was found with a power cord broken. This condition had the potential to interrupt delivery. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.

Manufacturer narrative:
(B)(4). The device was repaired on-site at the customer facility by a baxter field service technician, and the condition was confirmed. The cause was determined to be damage to the power cord. To correct the condition, the power cord was replaced. If any additional information is received, a follow-up MDR will be sent. Corrected data: (incorrect date listed), (incorrect address listed).

Manufacturer narrative:
(B)(4). The device is currently in the process of being evaluated on site by a baxter field service technician. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.